Event description:
Customer reported the system is not maintaining a steady kv. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the camera iris for proper dose levels. System operates as intended.